Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer 6 stuck and found broken hinge on retractor band assembly. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 6 was stuck. A field service engineer found that drawer 6 was binding when released. Inspection revealed a broken hinge on the retractor band assembly and missing slide rail bumpers. The hinge and bumpers were replaced, restoring proper drawer function. The system functioned as intended after the field service engineer repaired the device.